Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile drainage procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the suture would not detach and the stent failed to deploy. No damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The event of guide catheter broken. The delivery system was returned for evaluation, however the stent component was not returned. Visual evaluation of the device revealed the push catheter to be buckled. The suture was found intact and attached to the push catheter. The guide catheter was found stretched and broken, indicating force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.